Event description:
IV (intravenous) tubing bd alaris pump infusion set back check valve ref: 2426-0500, lot: (10) 23063006, exp: (17) 2026 -06-04. The IV (intravenous) infusion tubing, the last check valve is pointing down, it should be upward. The picture shows the bottom valve in the wrong direction. In addition the clear chamber has a brownish hue vs (versus) a clear hue as the other IV (intravenous) tubing.